Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. Dexcom technical support had the patient's mother perform a reset and the reset was unsuccessful for reported issue. Pediatric patient used adult receiver which is against user guide recommendations. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded errors log did not confirm the reported event of a firmware error.